Event description:
A healthcare professional reported that following insertion of the intraocular lens (iol), during an implant procedure, a central scratch on the underside of the iol. The lens was replaced during initial procedure with the new implant of the same make and power. Additional information has been received and stated that using microsurgical scissors, implant was dissected into 3 pieces while in the capsule/anterior chamber. Each piece was then removed using microsurgical forceps/graspers via the keratome incision of 2.4mm. The procedure was completed with new iol. The patient was not hospitalized for the event. No further intervention needed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. The product was not available for evaluation. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).